Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was unable to place the system into MRI mode due to high impedances. X-rays were taken and confirmed the lead migrated. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates both leads were explanted and replaced to address the issue. One lead migrated and one lead had high impedances.